Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that one day post implant this left ventricular lead had dislodged. A new lead was implanted. The explanted lead will not be returned. No adverse patient effects were reported.